Manufacturer narrative:
(B)(4). Report of edwards aortic bioprosthetic valve endocarditis 16 months after implant; patient received replacement bioprosthetic valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case it is noted that the patient had an infection of an aicd which may have later led to the infection of the device. There has been no information to suggest a device quality deficiency related to this event. No corrective or preventative actions are required; however, edwards will continue to review and monitor all events.

Event description:
Through further investigation with health care provider it was found that this valve was explanted due to recurring endocarditis. In (B)(6) 2013 patient was admitted to ER with where it was found that patient had an infected automatic implantable cardioverter defibrillator (aicd), at the time the aicd was removed. It was later found that patient also had vegetation on the mitral and aortic valves requiring the need for replacement. Patient documents indicate "the patient indeed had 2 vegetations under leaflets of the valve and homograft, the root was spared from any infection, and there was also infection of the mitral leaflets." The patient tolerated the procedure and was in stable condition.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. In thsi case, edwards received information that this bioprosthetic valve, implanted approximately sixteen (16) months, was explanted due to unknown reasons. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative - despite multiple attempts, no additional information or device has been provided for this case. Without additional documentation and/or return of the devie; a root cause for this event cannot be determined or investigated. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Edwards will continue to review and monitor all events. Addtional information will be reported if received.